Manufacturer narrative:
The field service engineer (fse) checked and adjusted the ise probe and sipper, checked the water levels, and checked the detergent levels. The fse found a nozzle was partially blocked and unblocked it. Ise checks, calibration, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 3 patient samples on a cobas 6000 c501 module. For sample ID (B)(6), the initial na result was < 80 mmol/l and the initial cl result was > 140 mmol/l. The repeat na result was 134 mmol/l and the repeat cl result was 100.8 mmol/l. For sample ID (B)(6), the initial na result was 93.9 mmol/l and the initial cl result was > 140 mmol/l. The first repeat na result was 138 mmol/l and the second repeat result was 135 mmol/l. The first repeat cl result was 96 mmol/l and the second repeat result was 96.1 mmol/l. For sample ID (B)(6), the initial na result was 121 mmol/l and the repeat result was 140 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.